Manufacturer narrative:
Physio-control provided the customer with technical assistance. The customer later confirmed that a replacement battery resolved the issue and the device was returned to use. The cause of the reported issue was due to a faulty battery. The battery was manufactured by a third party and was not a physio battery.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer initially observed that their device displayed the low battery indicator and then later the service indicator was also displayed. This prompted the customer to purchase a replacement battery. When the new battery was installed into their device, the device would not power on. The new battery was a third party battery and not a physio-control battery. There was no patient use associated with this event.